Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Event description:
Additional information indicates that there was no complaint was made. Hgb drop unrelated to impella; pre-impella CPR compressions fractured ribs. Volume given; hgb improved.

Event description:
A 76 year old male suffered an out of hospital cardiac arrest. An impella cp was inserted via the right femoral artery and a percutaneous coronary intervention carried out. Following the procedure, the patient was transferred to the intensive care ward on support. A drop in hemoglobin suggestive of active bleeding was treated by a blood transfusion and a chest CT confirmed 2 fractured ribs from mechanical resuscitation pre-impella placement causing a hemathorax. The next morning, the patient suffered a cardiac arrest but was successfully resucitated. The impella was successfully weaned and removed shortly after on the second day of support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name, serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.